Event description:
A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has confirmed that the c & d cable were severed and wires were cut. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.